Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not functioning properly, and the insulin was not delivering insulin into her body when the reservoir is low. The customer believes that the low reservoir and no delivery should be alerting him more frequently. The customer stated that after changing the top o-ring the insulin pump has stopped working properly for about three months. Reviewed the alarm history and found several low reservoir lost alerts within last week, and no delivery alarms for two days. Advised the customer to call back once the extra supplies are available to complete the high pressure. No further info was provided.